Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2018 with the following findings: review of the pump history revealed the last basal delivery was on (B)(6) 2018. The black box for (B)(6) 2018 was not available and had been overwritten due to continued patient use. The suspend history showed no suspends on (B)(6) 2018. The pump was exercised for 24 hours with a 2.0-unit-per-hour basal rate; at the end of testing the basal history correctly showed 2.0 units delivered and the total daily dose showed 48.0 units delivered. No self-suspending occurred during this time. The pump was able to be manually suspended and manually resumed successfully during testing. No hypersensitive or stuck keys were observed. The suspend feature was found to be functioning properly during testing. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 309 mg/dl with symptoms of fatigue and a headache. The patient contacted their healthcare provider and then self treated with an 8 unit injection of novalog. The reporter stated that the pump had suspended unexpectedly, causing the patient¿s blood glucose to rise. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of the pump suspending insulin delivery.